Event description:
It was reported that during a stenting procedure in a heavily calcified, bifurcation lesion in the left anterior descending/first diagonal coronary artery, via a 6fr non-abbott guide catheter, a xience v 3.0x18 stent delivery system (sds) was successfully positioned in the left anterior descending artery at the take off of the first diagonal in preparation for crushing technique. A xience v 2.5x15 sds was advanced alongside the first sds. While still in the guide catheter, resistance was met. Force was applied and the proximal shaft of the sds separated outside of the body near the sheath where it was gripped. The sds was completely, manually removed. A second xience v 2.5x15 was advanced alongside the 3.0x18 sds with the same result. While still in the guide catheter, resistance was met. Force was applied and the proximal shaft of the sds separated outside of the body near the sheath where it was gripped. All devices were removed and the lesion was rewired. Stenting was successfully completed via a 7fr guide catheter. Although there was a delay in procedure, there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - sds advanced against resistance using force device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event. All lot release testing met acceptance criteria. A query of the complaint-handling database indicated found no similar incident. An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. The other 2.5x15 xience v referenced is being filed on a separate MFR report number.